Manufacturer narrative:
Review of pump data by quality engineering: over the time span of (B)(6) 2016, the pump data recorded one low blood glucose (bg) level of 61 (mg/dl) on (B)(6) 2016. On (B)(6) 2016, the user aborted insulin delivery during the early morning hours for over three hours, and then aborted insulin delivery again late at night for over two hours. Three bolus requests were made, with the largest request of 1.47 units of insulin. No erratic basal insulin rate changes or bolus requests were recorded. The pump logs did not record any apparent insulin deliveries or requests that would cause or contribute to a low bg level. There is no indication that the insulin pump caused or contributed to a low bg event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels of up to 400 (mg/dl) for approximately 1 week; however, customer did not provide their lowest bg value. Reportedly, customer has been experiencing rashes and bruising around the infusion site areas. Customer would change their pump supplies and administer boluses to treat their elevated bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.